Event description:
It was reported that "when the surgeon was using this product, the battery pack became hot gradually. After the surgeon finished using it, one battery had burst in the battery pack". There was no report of injury or medical intervention associated with this incident.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.